Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Return requested. Replacement teratracker screw kit shipped to site 09/03/2015. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, a site's blue teratracker screw was stripped. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Lot number and device manufacture date provided.